Event description:
The medical center in japan had a successful impella cp support of 6 days in (B)(6) 2022. Later in (B)(6) 2022 the jpvad registry team noted hemolysis. The hemolysis was treated by haptoglobin infusion.

Manufacturer narrative:
The medical center in japan discarded all product at explant. No benchtop analysis or hemolysis testing of the pump is possible. Root cause can not be determined. The manufacturer will monitor and trend the failure mode.